Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. It was reported that there was slight skin removal on the patient's neck from the holster by the device. There was no alleged device malfunction. The patient did not require any medical intervention. The patient's medical outcome is unknown.